Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow-up device check, there was difficulty interrogating the patient's subcutaneous implantable cardioverter defibrillator (s-ICD). When attempting to interrogate the device, the patient's name would not pull up on the programmer and the device started beeping. Then the field representative put a magnet over the device and it continued beeping (expected). Boston scientific technical services (ts) discussed the initial beeping may have been related to the software upgrade. After further troubleshooting, interrogation issues resolved after the field representative repositioned the magnet over the patient's device. Normal device function confirmed upon interrogation. No adverse patient effects were reported.